Event description:
The customer reported the ventilator had no power and was alarming. The device was not in use on a patient. The manufacturers field service engineer (fse) confirmed the reported problem. The fse reported when the unit was switched on it would not power up and the power switch was not crisp during operation. The fse replaced the power supply and power switch to address the reported power issue. Final applicable testing was completed per operating specifications.

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Manufacturer narrative:
Supplemental report.